Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient¿s cgm reading was 4.3 mmol/l and the bg reading was 24 mmol/l. Additional values reported: cgm was 5.9 mmol/l and bg reading was 14.8 mmol/l. The teacher provided glucose tablets due to low cgm reading. The patient was feeling sick, dizzy and lost consciousness at an unspecified time of the event. The reporter said they didn¿t treat hyperglycemia at that time and patient went home. The reporter is unable to recall if insulin treatment was provided after going home. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.